Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, there was a reoccurring issue that the bipolar energy was not working. The intuitive technical support engineer (tse) reviewed the system logs and found no errors. The tse reviewed another log and could see the bipolar readings. The surgeon stated he was getting no power and the customer swapped ports on the erbe. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure with the ports being placed prior to the issue being identified. The issue was not resolved by changing out multiple cords were changed, and multiple instruments were changed to try and troubleshoot. The procedure was completed with the same esu/generator, but the site was only able to use monopolar energy.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed, and the reported failure could not be reproduced. The unit energized and cauterized and all ports recognized instruments.